Event description:
A malfunction alarm with code malf 12 was reported, and technical support assisted the customer in resetting the pump. There was no adverse impact to the customer¿s blood glucose level. After the pump was reset, the malfunction did not recur, and the customer was advised to continue using the pump while instructed to call back if the issue reoccurred.